Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, with insulin delivery, alarms, and dosing calculations functioning appropriately. On (B)(6) 2025, device logs show a 108-unit tubing fill was performed following a cartridge change. Based on the available data, the timing of insulin delivery, user report of subsequent hypoglycemia, and alignment with prior investigations, it is most likely the user remained connected during the tubing fill process, resulting in unintended insulin delivery. This may have contributed to the reported severe hypoglycemia, which required treatment with intravenous glucose.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia and subsequently passed out. Emergency medical services (ems) were dispatched, and the user received intravenous glucose. No hospitalization was reported. The user stated they had been experiencing highs and lows and could not explain the cause of the event.